Event description:
It was reported to philips that the heartstart xl + defibrillator had an intermittent charge button failure during opcheck. There was no patient involvement.

Manufacturer narrative:
(B)(4).